Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the adhesive is not holding due to perspiration. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with trouble shooting the adhesive. The notes do not mention if customer was assisted with trouble shooting high blood glucose or if the customer declined to trouble shoot.